Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibration data; the results were within specifications. The investigation noted that the customer accepted the qc results based on the checks in the printouts. The investigation reviewed the alarm trace and no issues were noted. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The field service engineer (fse) inspected the analyzer and determined a dirty sample probe had caused the event. He cleaned the sample probe and adjusted the probe's gear pumps and rinse wash. The customer performed qc which verified the analyzer's performance. The investigation is ongoing.

Event description:
The initial reporter received questionable gluc3 glucose hk gen.3 results from two patient samples tested on the cobas c 503 analytical unit. The reporter was able to provide one example of a questionable result that was reported outside the laboratory: the initial result was 36 mg/dl. This result was flagged in the laboratory information system (lis) prompting the rerun. The repeat result was 82 mg/dl. This result was deemed correct.